Event description:
This is a spontaneous report by a nurse from india of a (B)(6) female homechoice peritoneal dialysis patient. On an unknown date, a break in aseptic technique occurred. According to the nurse, the patient made a mistake. On (B)(6) 2010 the patient was diagnosed with peritonitis with culture positive for pseudomonas gram negative organism. On (B)(6) 2010 the patient began antibiotic therapy with vancomycin and amikacin intraperitoneal. The patient was hospitalized for the peritonitis on (B)(6) 2010. It was not reported whether the patient was retrained in aseptic technique. The peritonitis was resolving. The nurse believed that the peritonitis was not related to the peritoneal dialysis therapy, but was due to the break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.